Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire did not show visual damages, defects nor abnormalities. The guidewire was not fractured. Dimensional inspection of the device that could be measured were performed and were within specifications.

Event description:
It was reported that the tip of the device was fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified hepatic artery. A 200cm x 10cm angled tip fathom-14 was selected for use. After unpacking the package, it was noted that the tip of the device was found fractured. The procedure was completed with another of same device. There was no complications reported.

Event description:
It was reported that the tip of the device was fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified hepatic artery. A 200cm x 10cm angled tip fathom-14 was selected for use. After unpacking the package, it was noted that the tip of the device was found fractured. The procedure was completed with another of same device. There was no complications reported.